Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up in an ambulance yesterday from a low of 34 mg/dl. Customer stated the second set change did not go well. Customer stated the infusion set was bent and did not go in. Customer was offered to transfer to helpline but declined.